Event description:
It was reported that the user experienced a failure to pair the dexcom g7 continuous glucose monitor with the insulin pump, which was resolved only after the user replaced the sensor. Symptoms included no glucose data being received by the pump due to loss of pairing. Outcomes included interruption of automated insulin dosing and the need for user intervention to restore cgm connectivity. Investigation included review of pairing and connectivity performance, user troubleshooting steps, and education on proper pairing workflow. Investigation of this case revealed that the original sensor did not establish a stable connection and pairing was successful after sensor replacement, indicating a sensor-specific pairing issue rather than a pump malfunction. It was concluded that the event was attributable to a cgm pairing failure that was corrected through sensor replacement and user re-education.